Event description:
A customer reported a recurring cartridge alarm 30 issue that had been happening multiple times since (B)(6), 2025. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support arranged for a replacement pump to be sent to the customer and provided instructions for putting the malfunctioning pump into storage mode before returning it to. Customer reverted to an alternative method of insulin therapy.